Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the symptom false upstream occlusion alarms. The evaluation found cracks in the zif tail of the ultrasonic sensor tail, which is a known contributor to false upstream occlusion alarms. The ultrasonic sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed upstream occlusion. There was no patient involvement.